Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the communicator doesn't connect all the time and they have to try multiple times to connect. Caller stated this has been going on for a while and today they can't make it connect at all. Caller then stated that this morning when they had the device on the patient's chest and tried to communicate and the patient jumped and said something shocked them. Caller confirmed they did not turn implanted neurostimulator on when patient felt the shock. Caller said patient has two groups and they were trying to change from one group to the other but communicator never connected. Caller mentioned they have had different versions of equipment and with any other equipment they've ever had there's never been a problem connecting but this one almost always you have to shut it off and shut it back on and try again. Caller stated that they had a second communicator that they would like to switch out and use from the previous ins. Agent walked caller through pairing handset and communicator. Caller was able to successfully connect to patient's settings. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected the caller to the healthcare provider (hcp) to further investigate the shocking sensation the patient felt when attempting to connect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.